Manufacturer narrative:
The device was received and evaluated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the reported system error 345, which was not reproduced. System error 345 was confirmed through a review of the event history log and found to be caused by a failed upstream sensor. The failed upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 345 (thermistor disparity). There was no report of patient injury or medical intervention associated with this event. No additional information is available.